Event description:
A malfunction on the pump was reported by the caller, which occurred following a CT scan. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump and assisted the caller in doing so. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the malfunction happens again.